Event description:
It was reported that a power on reset (por) occurred in the implantable cardioverter defibrillator (ICD) device. It was also reported that the patient was receiving radiation therapy at the time of the reset. The ICD device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data collected from the device was analyzed revealing a power on reset. There was 1 - por for critical ram parity error, addr=2a44, data=1f, on (B)(4)-2011 10:16:33. In addition, there was 1 - patient alert for device circuit error on (B)(4)-2011 10:16:33.